Event description:
It was reported, the catheter was explanted and replaced. There was a catheter kink. The entire length of the catheter was found to be twisted or ¿twirled¿ multiple times. The patient had a loss of therapy. A dye study was performed. There was inability to aspirate the catheter. The patient underwent revision on 2013 (B)(6). Upon opening the pump segment and the spine segment, the entire catheter was removed and found to be significantly twisted and wound around itself, as if the pump was being repeatedly flipped within the pocket. The patient status at the time of this report was ¿alive- no injury.¿ the patient had pain at the device pocket and the catheter track. The system was being used to deliver clonidine. Additional information received reported there was no issue with the pump or laxity in the pump pocket that caused the pump to flip in the pocket. It appeared at the time of the revision that the pump, catheter, or pocket were not the cause of loss of therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8590-1, lot# n174345, implanted: 2008 (B)(6); product type accessory product ID 8780, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported the patient came to her physician because her pump was no longer working. When the pump was explored, it was found that the pump somehow must have flipped multiple times to the point that the catheter was twisted on itself. It was estimated the pump had flipped up to 100 times to have the tubing twisted as much as it was. There were ¿twists upon twists¿ and no way any medication could be delivered through the catheter. The patient was not flipping the pump. At the time of the report, the catheter had been replaced and the pump had been replaced and the patient was doing well. There were no problems. There was no problem with the device. The physician felt it was probably a problem of the patient flipping the device herself.

Manufacturer narrative:
(B)(4).